Manufacturer narrative:
(B)(4). Device evaluated by manufacturer ¿the product returned has a kink in the device approximately 16mm from the distal tip in the neutral position. The kink is between r1 and r2. The seals of all three rings (r1, r2 and r3) are compromised; there is dried body fluid along the edges of the rings. The catheter was placed on the curve template and the device did not pass the right curve test; the tip did not reach the shaded area of the template. In the left curve position the tip reached the shaded area of the template however the device has a kink at the distal section at approximately 16mm from the tip. The distal section was dissected. There is a small amount of body fluid under all the rings and in the interior of the sheath. The kevlar wrap is displaced and the center support is bent. One of the steering wires is detached; there is evidence of solder on both the center support and the detached steering wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on analysis completed on 11 april 2017. It was reported that the electrode part of the tip got kinked. Right atrial fibrillation ablation was attempted using a intellatip mifi¿ xp temperature ablation catheter. During preparation of the device, the electrode part of the tip got kinked, so it was replaced with a new device and the procedure was completed. No patient complications were reported. However; returned device analysis revealed the seals of all three rings (r1, r2 and r3) are compromised; there is dried body fluid along the edges of the rings.